Event description:
It was originally reported that when the pt turned to the left he experienced bad pain over his right forehead. The company representative confirmed that the pt underwent a revision. It was found that the lead was surrounded by scar tissue. The scar tissue was removed and the lead was moved up so it was not directly over the burr hole cap. That eased the tension. Nothing was replaced and the lead was not repositioned due to the pt receiving phenomenal coverage. The pt felt the surgery was a success. He no longer has any more symptoms and he feels great.